Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered a shock for a ventricular fibrillation (vf) episode that was possible supra ventricular tachycardia (svt). In addition, the right ventricular (rv) lead had high thresholds. The device and lead remain in use. No further patient complications have been reported as a result of this event.